Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Device interrogation revealed high out-of-range right ventricular (rv) lead shock impedances. Boston scientific technical services (ts) recommended high resolution x-rays to exclude any abnormalities, aggressive postural based isometrics to exclude mechanical issues/lead impairment and a low energy (1.1 joule) shock. If the low energy shock returns an in-range measurement, the clinician can choose to deliver a maximum energy shock to ensure full integrity of the system. Additional information received indicates that the patient was brought back into the clinic and the recommended troubleshooting was performed. The shock lead alert limit was increased. No further intervention was performed and he patient will be monitored. The device remains in service.